Manufacturer narrative:
Failure analysis on the returned touch screen shows that the touchscreen assembly was tested and no failures were identified.

Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the screen works partially. The customer reported there was patient involvement and no patient harm.